Manufacturer narrative:
Conclusion and justification status: the complaint states femoral introducer side knob broke off post-surgery. The investigation confirmed the failure mode as reported. The returned device was transferred to bioengineering for review, a report was received stating; both failure modes; patient harm and delay to surgery have been adequately covered in the risk assessment (dva-105445-fde) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The operation of the returned device was smooth by rotating the central thumb wheel with no indication of jamming. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of cup a part of the plastic handle broke.